Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiopulmonary arrest, acute myocardial infarction and sudden cardiac death. These claims were allegedly caused by the exposure to the product administered for dialysis treatment.